Event description:
Surgeon tested device by flushing it with bss (balanced salt solution) on a 30-gauge cannula. Surgeon said the device is flushing incorrectly. When flushing, bss comes out of the front and back area of the shunt (excluding tube). Surgeon asked for another device to be opened. The device was the same lot number. Surgeon said the device was doing the same thing and flushing incorrectly. Surgeon asked for a 3rd device to be opened. It was also an ahmed shunt fp-7 but a different lot number. It flushed correctly according to the surgeon.

Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. The product was manufactured, tested, and released per validated procedures. As the device is not available for return, no device malfunction could be confirmed.